Event description:
Customer reports that: "the string was detached from the patty during a surgical procedure. When the surgeon x-rayed the pt to try to find the patty, it did not show on the x-ray, however, the surgeon was positive that the paty remained inside the pt. The surgeon searched the pt's wound and found the patty. Patient never left the or and was not completely closed until the patty was found."

Manufacturer narrative:
The device has been received for investigation. Upon completion of the investigation, a follow up report will be filed.